Event description:
This pt underwent a lap-band placement four years ago. Three months ago fluoroscopy revealed the lap band tubing was disconnected. Two months ago the pt was scheduled for tubing replacement however on examination the tubing appeared desiccated and corroded along multiple areas causing the need for the entire lap band system to be removed and replaced.